Manufacturer narrative:
On (B)(6) 2025, an asp again confirmed that there was a touch misalignment. A touchscreen calibration was attempted, but the issue did not resolve. The asp completed the replacement of the touchscreen to resolve the issue. Following the completion of the part replacement, the asp performed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen touch position was misaligned. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider evaluated the device at the repair center on 03apr2025 and found that the touchscreen had a discrepancy between the detected touch position and the actual touch position. The asp determined that the touchscreen would need to be replaced, but this is pending confirmation of an order by the customer. This investigation is ongoing.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the touchscreen flex circuit successfully passed all resistance tests. As the flex cable resistance and resistance ratio testing are factors that verify a functional and good working touchscreen, the pil tech's investigation concluded that there was no problem found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.